Event description:
It is reported that the device was implanted in 2006 and that the pt was revised in 2009, due to a ruptured cerclage cable. It is unk which of the three cables was ruptured.

Manufacturer narrative:
Evaluation summary: no info is available indicating if the cables were appropriately tensioned during the time of surgery. No product was returned for additional analysis . Also, no x-rays were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause for the ruptured cable and subsequent revision cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.